Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned and evaluated by animas. The keypad was found to be intact with no damage. The keypad buttons were found to be responding appropriately. The keypad was removed and contamination was observed under all of the button contacts.